Event description:
In 2001 patient underwent implantation of staar model cc-4204bf intraocular lens. According to reporter at dr's office, the lens was implanted and being positioned by the surgeon, and the instrument he was using to position the lens tore the posterior capsule. The lens was removed and a vitrectomy performed. The surgeon stated that the tear was not due to the lens.